Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of over 1000 mg/dl. The user alleged the insulin pump was under delivering insulin due to high blood glucose. The customer was treated with insulin drip at hospital also treated with manual injections. Customer had positive results in ketones and also had nausea and vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Drive support cap was normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Top left corner of the window over to the battery compartment was cracked. Cannula did not look bent but had a drop of blood on it. The insulin pump will not be returned for analysis.